Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('organ perforation / perforation (fallopian tube(s))'), device dislocation ('migration / migration of essure device location of device: abdominal wall / it came through my skin') and type 2 diabetes mellitus ('diabetes, type 2') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test.". The patient's medical history included obesity. Concomitant products included metformin. On (B)(6) 2009, the patient had essure inserted. It was removed on (B)(6) 2017. A new essure was inserted on (B)(6) 2009. On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In september 2017, the patient experienced type 2 diabetes mellitus (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and infection ("essure went through my skin, breakage and caused an infection"). The patient was treated with surgery (unilateral salpingectomy). Essure was removed. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, vaginal haemorrhage, menorrhagia, dyspareunia, alopecia, type 2 diabetes mellitus, weight increased and infection outcome was unknown and the vaginal discharge and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, device breakage, device dislocation, dyspareunia, fallopian tube perforation, infection, menorrhagia, type 2 diabetes mellitus, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Removal date provided as (B)(6) 2017. Current weight 240 lbs. Previously reported insertion date was 2013 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-jun-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('organ perforation / perforation (fallopian tube(s))'), device dislocation ('migration / migration of essure device location of device: abdominal wall / it came through my skin') and type 2 diabetes mellitus ('diabetes, type 2') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test.". The patient's medical history included morbid obesity. Concomitant products included metformin. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2017, the patient experienced type 2 diabetes mellitus (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and infection ("essure went through my skin, breakage and caused an infection"). The patient was treated with surgery (unilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, vaginal haemorrhage, menorrhagia, dyspareunia, alopecia, type 2 diabetes mellitus, weight increased and infection outcome was unknown and the vaginal discharge and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, device breakage, device dislocation, dyspareunia, fallopian tube perforation, infection, menorrhagia, type 2 diabetes mellitus, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery removal date provided as (B)(6) 2017 current weight 240 lbs. Previously reported insertion date was 2013 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Most recent follow-up information incorporated above includes: on 18-jun-2019: pfs received- previously reported events- "migration, organ perforation" updated to "migration of essure device location of device: abdominal wall\ essure went through my skin,perforation (fallopian tube(s))" respectively, events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), device breakage, dyspareunia (painful sexual intercourse), hair loss, vaginal discharge, perforation (fallopian tube(s)) ,diabetes, type 2, abdominal pain, weight gain, breakage and caused an infection, patient did not underwent essure confirmation test." Concomitant drug added. Events- "vaginal discharge, abdominal pain" outcome updated to "recovered / resolved" incident : no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('organ perforation / perforation (fallopian tube(s))'), pelvic infection ('pelvic infection'), device dislocation ('migration / migration of essure device location of device: abdominal wall / it came through my skin') and type 2 diabetes mellitus ('diabetes, type 2') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test.". The patient's medical history included obesity and ectopic pregnancy. Concurrent conditions included abdominal pain, cesarean section, hyperglycemia and left lower quadrant pain. Concomitant products included metformin. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2017, the patient experienced type 2 diabetes mellitus (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and infection ("essure went through my skin, breakage and caused an infection"). The patient was treated with surgery (unilateral salpingectomy and drain placement and subsequent removal.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, pelvic infection, device dislocation, vaginal haemorrhage, menorrhagia, dyspareunia, alopecia, type 2 diabetes mellitus, weight increased and infection outcome was unknown and the vaginal discharge and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, device breakage, device dislocation, dyspareunia, fallopian tube perforation, infection, menorrhagia, pelvic infection, type 2 diabetes mellitus, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery removal date provided as (B)(6) 2017 current weight 240 lbs. Previously reported insertion date was 2013 (B)(6) 2017:embedded foreign body that appears to be an essure device originating from the left horn of the uterus and causing subcutaneous air and possibly abscess collection. On (B)(6) 2017 extensive laparoscopic lysis of bowel/omental/colonic adhesions. Excision of embedded foreign body and associated fistula track in left abdominal wall and uterus. Exploration of left lower quadrant anterior abdominal wall chronic abscess cavity with culture and placement of a drain was done. Postoperatively it was found that embedded foreign body was in the abdomen/left lower quadrant abdominal wall. Operative findings showed 1. Unremarkable laparoscopic entry in the left upper quadrant. 2. Extensive adhesions of omentum, small and large bowel to the left cornua of the uterus and an anterior abdominal wall.3. Left cornua of the uterus attached to the anterior abdominal wall, with embedded metallic foreign body traveling between the uterus and anterior abdominal wall,most consistent with malposition essure device. Chronic epithilaithiazed abscess cavity in left lower quadrant that appeared to have completely epithelialized with no active infection. Left lower quadrant subcutaneous chronic abscess cavity drain was kept. Specimens: embedded foreign body and fistula tract were sent for pathology. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2019: pfs received events : event pelvic infection was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('organ perforation / perforation (fallopian tube(s))'), pelvic infection ('pelvic infection'), device dislocation ('migration / migration of essure device location of device: abdominal wall / it came through my skin') and type 2 diabetes mellitus ('diabetes, type 2') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test.". The patient's medical history included obesity and ectopic pregnancy. Concurrent conditions included abdominal pain, cesarean section, hyperglycemia and left lower quadrant pain. Concomitant products included metformin. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2017, the patient experienced type 2 diabetes mellitus (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), infection ("essure went through my skin, breakage and caused an infection") and abscess ("abscess"). The patient was treated with surgery (unilateral salpingectomy and drain placement and subsequent removal.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, pelvic infection, device dislocation, vaginal haemorrhage, menorrhagia, dyspareunia, alopecia, type 2 diabetes mellitus, weight increased, infection and abscess outcome was unknown and the vaginal discharge and abdominal pain had resolved. The reporter considered abdominal pain, abscess, alopecia, device breakage, device dislocation, dyspareunia, fallopian tube perforation, infection, menorrhagia, pelvic infection, type 2 diabetes mellitus, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery removal date provided as (B)(6) 2017 current weight 240 lbs. Previously reported insertion date was 2013 (B)(6) 2017:embedded foreign body that appears to be an essure device originating from the left horn of the uterus and causing subcutaneous air and possibly abscess collection. On (B)(6) 2017 extensive laparoscopic lysis of bowel/omental/colonic adhesions. Excision of embedded foreign body and associated fistula track in left abdominal wall and uterus. Exploration of left lower quadrant anterior abdominal wall chronic abscess cavity with culture and placement of a drain was done. Postoperatively it was found that embedded foreign body was in the abdomen/left lower quadrant abdominal wall. Operative findings showed 1. Unremarkable laparoscopic entry in the left upper quadrant. 2. Extensive adhesions of omentum, small and large bowel to the left cornua of the uterus and an anterior abdominal wall.3. Left cornua of the uterus attached to the anterior abdominal wall, with embedded metallic foreign body traveling between the uterus and anterior abdominal wall,most consistent with malposition essure device. Chronic epithilaithiazed abscess cavity in left lower quadrant that appeared to have completely epithelialized with no active infection. Left lower quadrant subcutaneous chronic abscess cavity drain was kept. Specimens: embedded foreign body and fistula tract were sent for pathology. Discrepancy noted in date of insertion (B)(6) 2010 and removal (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('organ perforation / perforation (fallopian tube(s))'), pelvic infection ('pelvic infection'), device dislocation ('migration / migration of essure device location of device: abdominal wall / it came through my skin') and type 2 diabetes mellitus ('diabetes, type 2') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test.". The patient's medical history included obesity and ectopic pregnancy. Concurrent conditions included abdominal pain, cesarean section, hyperglycemia and left lower quadrant pain. Concomitant products included metformin. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2017, the patient experienced type 2 diabetes mellitus (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), infection ("essure went through my skin, breakage and caused an infection") and abscess ("abscess"). The patient was treated with surgery (unilateral salpingectomy and drain placement and subsequent removal.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, pelvic infection, device dislocation, vaginal haemorrhage, menorrhagia, dyspareunia, alopecia, type 2 diabetes mellitus, weight increased, infection and abscess outcome was unknown and the vaginal discharge and abdominal pain had resolved. The reporter considered abdominal pain, abscess, alopecia, device breakage, device dislocation, dyspareunia, fallopian tube perforation, infection, menorrhagia, pelvic infection, type 2 diabetes mellitus, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Removal date provided as (B)(6) 2017. Current weight 240 lbs. Previously reported insertion date was 2013. (B)(6) 2017:embedded foreign body that appears to be an essure device originating from the left horn of the uterus and causing subcutaneous air and possibly abscess collection. On (B)(6) 2017 extensive laparoscopic lysis of bowel/omental/colonic adhesions. Excision of embedded foreign body and associated fistula track in left abdominal wall and uterus. Exploration of left lower quadrant anterior abdominal wall chronic abscess cavity with culture and placement of a drain was done. Postoperatively it was found that embedded foreign body was in the abdomen/left lower quadrant abdominal wall. Operative findings showed. Unremarkable laparoscopic entry in the left upper quadrant. Extensive adhesions of omentum, small and large bowel to the left cornua of the uterus and an anterior abdominal wall. Left cornua of the uterus attached to the anterior abdominal wall, with embedded metallic foreign body traveling between the uterus and anterior abdominal wall,most consistent with malposition essure device. Chronic epithilaithiazed abscess cavity in left lower quadrant that appeared to have completely epithelialized with no active infection. Left lower quadrant subcutaneous chronic abscess cavity drain was kept. Specimens: embedded foreign body and fistula tract were sent for pathology. Discrepancy noted in date of insertion (B)(6) 2010 and removal (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received : new events added: abscess. Cluster ID was added and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("organ perforation") and device dislocation ("migration") in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure ) .essure was removed on (B)(6) 2017. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. The reporter commented: she need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.